Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. The following day, the rv lead was partially removed and a new high voltage lead was implanted. No patient complications have been reported as a result of this event.